Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker dependent patient presented remotely via merlin.net. Review of transmissions revealed that the right ventricular lead exhibited noise reversion episodes. The patient presented in clinic and lead noise was reproducible. Programming changes were made, but noise was still seen. No further intervention was reported but upgrade to a leadless pacemaker was discussed. Patient was stable.